Manufacturer narrative:
(B)(4). The device history reviews for product horizon ti med 6/cart 180/box, lot number 73f1500388 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip does not close the vein properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) unit of cartridge catalog number 002200 horizon ti med 6/cart 180/box was received open, without original package, per sap lot #73f1500388, during visual inspection of the cartridge was in good condition; four clips loaded properly in slots, two missing clips in the cartridge. Issue reported "the clip does not close" was not able to be confirmed. The functional type testing was performed: the 4 horizon, medium, clips were loaded properly into the applier p/n 237081, batch #06c1144840. The 4 horizon clips were closed (fully closed using corresponding applier) & released properly and no issues were found during evaluation, clips were observed in good condition. Based on the visual inspection of the samples "the clip does not close" reported by customer was not able to be confirmed upon evaluation of the four remaining clips in the cartridge; additionally a testing was conducted to determine the root cause of issue reported. Clips available from sample of complaint were loaded and released and failure mode was not able to be duplicated, 4 clips were fully closed. Therefore, a root cause cannot be established and a corrective action for it.

Event description:
Alleged event: the clip does not close the vein properly.the patient's condition was reported as fine.